Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported that a motor stall and motor stall recovery occurred and were confirmed by telemetry. The patient had an MRI on (B)(6) 2013 and the pump was not checked post MRI. The clinic performed a refill on the pump on the day of the report, (B)(6) 2013 and noted the motor stall had occurred on (B)(6) 2013 at 11:24 and the motor stall recovery on the day of the report at the time of pump interrogation. The patient had complained of some increased pain for the previous couple weeks. There was no volume discrepancy upon refill and no audible alarm was heard. The device system delivered morphine and bupivacaine. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that no additional studies were performed and nothing was to be explanted. The patient was reported to have been ¿doing fine¿ at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the MRI occurred on 2013 (B)(6), not 2013 (B)(6).